Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analysed and analysis was performed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that follow up revealed high threshold with the right ventricular (rv) lead due to dislodgement. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).